Event description:
It was reported that the patient came to the office with the crown off. The screw and the implant were fractured. The implant was removed. Tooth site # 11 (universal). The site was grafted with xenograft prior to original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event is not provided / unknown. Concomitant medical products: unknown lz abutment screw, lot number unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date d4: unique identifier (UDI) number is not provided / unknown. H2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the product was returned and the reported event was confirmed following inspection and evaluation. Based on the evaluation, the device malfunction was confirmed. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.